Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a fetch 2 catheter with no other devices. Visual and tactile analysis noticed 2 separations on the catheter. The separations were located at the strain relief and 30.5 from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the catheter broke. A fetch 2 thrombectomy catheter was advanced to the right popliteal / tibial trunk. Aspiration was initiated; however it was noted "the entire back end of the catheter" was broke off. Catheter was removed in several pieces held together by a "monofilament line". The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.